Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
Reportedly, during a pacemaker replacement, low impedance (<200 ohm) at atrial channel was observed after suturing the pocket. Previous tests with a pace system analyzer (psa) performed on the leads before reconnecting were normal. Atrial threshold was measured with the programmer, loss of capture at 4.5v/0.6ms was confirmed. Insulation breakage of the lead or connecting issue was suspected, pacemaker was extracted from the pacemaker pocket. Lead pull test was performed, however connecting issue was not confirmed. Atrial lead was disconnected and measured with psa, normal values were measured. The lead was reconnected to the pacemaker but the same behaviour was observed. The pacemaker was finally replaced without any further anomaly. The subject pacemaker will be returned for analysis.

Event description:
Reportedly, during a pacemaker replacement, low impedance (<200 ohm) at atrial channel was observed after suturing the pocket. Previous tests with a pace system analyzer (psa) performed on the leads before reconnecting were normal. Atrial threshold was measured with the programmer, loss of capture at 4.5v/0.6ms was confirmed. Insulation breakage of the lead or connecting issue was suspected, pacemaker was extracted from the pacemaker pocket. Lead pull test was performed, however connecting issue was not confirmed. Atrial lead was disconnected and measured with psa, normal values were measured. The lead was reconnected to the pacemaker but the same behaviour was observed. The pacemaker was finally replaced without any further anomaly. The subject pacemaker will be returned for analysis.

Event description:
Reportedly, during a pacemaker replacement, low impedance (<200 ohm) at atrial channel was observed after suturing the pocket. Previous tests with a pace system analyzer (psa) performed on the leads before reconnecting were normal. Atrial threshold was measured with the programmer, loss of capture at 4.5v/0.6ms was confirmed. Insulation breakage of the lead or connecting issue was suspected, pacemaker was extracted from the pacemaker pocket. Lead pull test was performed, however connecting issue was not confirmed. Atrial lead was disconnected and measured with psa, normal values were measured. The lead was reconnected to the pacemaker but the same behaviour was observed. The pacemaker was finally replaced without any further anomaly. The subject pacemaker will be returned for analysis.